Event description:
Based on the information received on 08-dec-2017, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on 08-dec-2017 from nurse. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and after unknown latency had distal side pain bilaterally/the left side was greater than the right/right side pain was greater than the left, chills, worsening knee pain and swelling. Also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection (batch/lot number: 7rsl021 and expiration date: 31-may-2020; indication: not provided) in right knee. On an unknown date, after unknown latency, patient experienced distal side pain bilaterally/the left side was greater than the right/right side pain was greater than the left, chills, worsening knee pain and swelling. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 08-dec-02017, 08-jan-2018 and 09-jan-2018 (all information processed together with clock start date of 08-dec-2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for dated 8-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pain, and right knee stiffness and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on the information received on 08-dec-2017, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on 08-dec-2017 from nurse. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and on the same day had impaired ambulation, chills, worsening knee pain/knee pain and swelling/joint swelling of right knee; after unknown latency had distal side pain bilaterally/the left side was greater than the right/ right side pain was greater than the left. Also, device malfunction was identified for the reported lot number. Concomitant medications include atorvastatin calcium (lipitor) for hypercholesterolemia; losartan potassium (losartan) for hypertension and trazodone. Patient had penicillin allergy- anaphylaxis. On (B)(6) 2017, at 09:15, patient received treatment with intra- articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) in right knee for osteoarthritis. On the same day, after the synvisc one injection, patient had knee pain, chills, joint swelling of right knee and impaired ambulation. On an unknown date, after unknown latency, patient experienced distal side pain bilaterally/the left side was greater than the right/right side pain was greater than the left and worsening knee pain. Corrective treatment: not reported for all events outcome: unknown for distal side pain bilaterally/the left side was greater than the right/right side pain was greater than the left; not recovered for rest of events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 08-dec-2017, 08-jan-2018 and 09-jan-2018 (all information processed together with clock start date of 08-dec-2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 18-jan-2018 from nurse. Event of impaired ambulation was added along with its details. Medical history and concomitant medications were added. Suspect product start date updated. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 18-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pain, swelling in knee and difficulty walking. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.